Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a sleeve gastrectomy, they got an end tone, indicating a completed seal cycle, but there was bleeding. They opened a new device to complete the procedure. There was no pt injury.